Manufacturer narrative:
As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci assisted colostomy closure surgical procedure, the image on a 30-degree endoscope was inverted. The endoscope worked without any issues after placing the ports. The customer tried out two different endoscopes prior to calling in an intuitive surgical inc., (isi) technical support engineer (tse) for assistance. The tse then asked customer to remove scope from universal surgical manipulator (usm2) of patient side cart (psc). Once the scope was removed, tse asked customer to press one of the port clutches to clear guided tool change. The endoscope was re-installed and was slowly advanced. The customer confirmed that image on the endoscope was good. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported event can be attributed to a calibration issue.